Event description:
It was reported that a combomap and combowire were used to perform an ffr on a moderate mid-lad lesion in a stable patient. The combowire was inserted into the patient via the femoral artery. After advancing the wire to the aorta, the combowire was normalized and advanced into the coronary arteries; however, the physician was unable to cross the lesion in question with the combowire. The physician disconnected the proximal wire connect (outside the patient's body) and delivered a balloon catheter over-the-wire to the lesion in question location in the lad. He exchanged the combowire for a traditional guidewire, crossed the lesion in question with the traditional guidewire and advanced the uninflated balloon catheter across the lesion. Then, he exchanged the traditional guidewire back to the combowire, using the balloon catheter lumen to place the combowire across the lesion in question. Once the combowire was positioned distal to the lesion in question, the balloon catheter was removed in preparation for the ffr measurement. At this point, there was a wire signal failure and no pressure signal was displayed on the combomap. After several attempts at troubleshooting (disconnect/reconnect wire at proximal electrical connector; drying proximal wire tip and reconnecting), it was determined that the combowire was not functional and it was replaced with another combowire. The second wire performed as expected and the ffr was completed successfully. There was no adverse patient impact related to reported event. It was further reported that the patient was discharged from the hospital as scheduled and is doing well. The device was returned to the manufacturer for evaluation and upon visual inspection prior to decontamination, it was noticed that a portion of the sensor/transducer including the diaphragm was missing from the device.

Manufacturer narrative:
(B)(4): the manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, (B)(4). The device was returned to the manufacturer for evaluation. During visual inspection prior to decontamination, it was noticed that a portion of the sensor/transducer and diaphragm was missing, multiple kinks were present on the wire and radiopaque coil was stretched out approximately 3.2cm from the distal end. There was no damage observed to the conductive bands or the connector. During signal test, the device was not recognized and an error message "attach wire to connector" appeared on the screen. The wire did not produce pressure signal; however, a good flow signal was obtained. The sensor/transducer and the diaphragm is fabricated from (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac catheterization; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. In the event that a portion of the sensor/transducer diaphragm was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. The patient was discharged from the hospital as scheduled and is doing well. This event is being reported as it is not possible to determine when the portion of the sensor/transducer including the diaphragm became missing. The IFU precaution indicates "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." The procedure was completed with a second wire and no patient injury was reported. This event is being reported as it is not possible to determine when the pressure sensor was separated from the device. No further action required.